Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 08/05/2022 by a sales representative via email that an ar-2664l screw that adheres to the drill guide broke in half. This was discovered during a case with no patient harm. Additionally, an ar-2658tr tightrope became stuck and the inserter would not release. This was discovered during a case with no patient harm.